Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro videoscope was inappropriately reprocessed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause for the event reported could not be determined. It is possible that the customer's handling error was caused by deviation from the instruction manual, since the customer reported that the product was cleaned using an expired endo-quick (our specified detergent). The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Chapter 4: basic procedures for cleaning and disinfecting endoscopes 4.7 cleaning and disinfection [warning] please be sure to use endo-quick (our specified detergent). Failure to use a detergent or use of an undesignated detergent may result in inadequate cleaning of the endoscope and failure to achieve the prescribed disinfection effect. Olympus will continue to monitor field performance for this device.